Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations were confirmed. The following were determined: phenomenon (1): the rigid scope could not be secured because the coupler unit was damaged; phenomenon (2): e226 error occurred because communication failure occurred due to foreign material that adhered to the electrical contacts of the video connector. E226 error occurs when an abnormality occurs in the communication between the endoscope and the processor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head displayed error code 226 scope communication error. No image was displayed on the monitor screen. The issue was found during preparation for use. The customer selected another olympus camera head, and the diagnostic laparoscopy procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scope communication error due to foreign matter adhesion on the electrical contacts of the video connector, minor dents on the video connector, coupler unit unable to secure the telescope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.